Event description:
A us distributor reported that a battery charger was resetting.

Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (battery/charger faults) was confirmed. Upon investigation, the charger was resetting due to internally shorted q1 on the bedside board being internally shorted. The root cause of the shorted q1 was unable to be positively identified. There was no adverse event that resulted from the damaged charger.